Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was unknown how long the pump was empty. The physician did not think the pump had failed, and thought it would be safer to replace the system since the pump had been empty with no drug for a few months. The pump was not returned. It was unknown what issue occurred with the previous managing physician. No further information was available.

Manufacturer narrative:
Other relevant components include:: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal with an unknown concentration and dose. It was reported the hcp had replaced the patient¿s pump and catheter on (B)(6) 2017. No patient symptoms were reported related to the pump and catheter replacement. No further patient complications were reported. Patient medical history included a history of a pressure ulcer on the back.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient's pump had completely run out of drug and was empty for an extended period of time (several months). It sounded like there was some issue with the previous managing physician. The patient transferred his pump management to a new hcp, and the hcp was concerned that the pump and catheter might not work reliably after being empty for an extended period of time. The hcp referred the patient to have the full system replaced on (B)(6) 2017. The patient's weight was not known.